Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with pre-op diagnosis: post laminectomy syndrome and degenerative disc disease lumbar spine. Proce dure performed: 1. L5-s1 interbody fusion. 2. L5-s1 posterior spinal fusion. 3. L5-s1 instrumentation. 4. Rhbmp-2/acs in posterolateral and interbody sites both inside and outside the cage. 5. Interbody device-cage comer stone peek. 6. Local autograft. Per-op not es: sizer was placed within the l5-s1 space. A peek cage was sized appropriately with sizers and rhbmp-2/acs was rolled around local autograft. It was yielded from the debridement and placed within the cage. Additional burritos containing local autograft and rhbmp-2/acs were then made and stuffed into the l5-s1 disc space. The peek cage was then placed within the disc space hammered in the position and adjusted. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.